Event description:
The event involved a plum 360 pump where it was reported the device had battery failure, and the device shut off while operating on battery power. The event occurred in the clinical setting and the event was noted in device history. The status of the product at the time of the event was during infusion. There was patient involvement, no adverse event and there was delay in therapy.

Manufacturer narrative:
The device was not received at csc unable to determine any probable cause.